Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous low blood glucose (bg); value not provided. Reportedly, the healthcare provider adjusted the basal rate to resolve lows. Customer declined to provide any further information.